Event description:
The patient's friend/family member reported the patient had a fall. The patient was not receiving 50% or better symptom control. They were currently in a rehab center. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.